Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 18-apr-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported the tube had a clog and when attempting to flush the device the tube "blew up" in the child's mouth. The family member was afraid to remove the device because she was concerned it would burst inside the child. The family member and the nurse removed the device without issue. The nurse suctioned the patient via the trach tube to ensure she was breathing okay. When the feeding device was completely removed, the family member noticed that the tube had burst at the thirteen cm mark, the stomach location marking as well as at the forty-four cm mark, the mouth location marking. There was no patient injury.

Manufacturer narrative:
The device history record for the reported lot number, 0202831151, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 27-jun-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).